Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty and then experienced a revision surgical procedure on approximately 6 years, 8 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Related: MFR #1038671-2024-01166 report 1 of 2. H11. Additional manufacturer narrative - report 2 of 2. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Manufacturer narrative:
1038671-2024-01166 correction: please disregard this report as it was reported in error. See related report 1038671-2024-01166.